Event description:
The company was informed that the pt developed an infection at the implant site. The pt is being treated for the infection. The pt continues to be monitored by the center. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.